Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: enlw1616c93e, sn (B)(4), expiration date: (B)(6) 2014; etlw1616c124e, sn (B)(4), expiration date: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was lost to follow up since the patient refused any post operative imaging due to co-pays and presented emergently with a ruptured aneurysm. CT imaging showed that the sac had increased in size and the right limb had pulled out of the right common iliac. A type ib endoleak was also observed. The limb was extended with another manufacturer¿s device and successfully sealed resolving the event. Per the physician's statement the cause is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.